Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but could not reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the ¿yaw searchlight sensor¿ was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the ¿searchlight sensor pca¿ was consistent with the reported event and are the potential root cause for this issue. The probable root cause may be attributed to electrical sensor errors from the yaw searchlight sensor located within the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) the arm 3 would flop to the left when they were trying to dock. The customer stated that they would instrument clutch the arm to adjust it to connect to the cannula and if they let go, it would flop to the left all the way down. The other three arms when instrument clutch, stayed in place. The tse asked if anything was putting pressure on the arm like the drape or anything else. The customer stated no it was just sitting there not being touched and when it got clutched the arm fell straight down to the left. The customer was already in the middle of the case, so no troubleshooting was done. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The issue was intermittent. When the issue occurred, they were docking the arms on the cannula. There was no injury to the patient. There was no recording of surgery. The issues occurred at the start of the case. The nurse cannot provide patient demographics.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.